Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the femoral artery. A 4.0 x 60, 135cm mustang balloon catheter was advanced and inflated the shunt. However, the balloon could not be fully opened when dilating the stenosis. The device was withdrawn, and a visible pinhole was noted on the balloon material. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
D2b pro code (product code): fge, lit.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification, the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device and markerbands. A visual and tactile examination found the shaft of the device to be kinked at more than one location.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the femoral artery. A 4.0 x 60, 135cm mustang balloon catheter was advanced and inflated the shunt. However, the balloon could not be fully opened when dilating the stenosis. The device was withdrawn, and a visible pinhole was noted on the balloon material. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.